Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 374 mg/dl. The customer also stated that she had ketones. The co rep requested to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.